Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: sep 22, 2005. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of a right clavicle fracture, the reduction forceps would not ratchet. The reduction forceps were being used for temporary reduction of the clavicle fracture. The forceps would not hold the reduction, it kept releasing. Another set of forceps were readily available to continue the procedure. There was no delay in surgery and additional medical intervention was not required. Routine intraoperative x-rays were taken. The procedure was completed successfully. The patient status was reported as good. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The 399.99 lot number a7oa37 reduction forceps were returned. A visual inspection, functional test, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 399.99 reduction forceps are an instrument routinely used in the small fragment locking compression plate (lcp) system per relevant technique guide. The device was returned and reported to no longer ratchet or hold. This condition is confirmed; the set screw joining the two arms is loose causing the teeth of the ratchet mechanism to miss one another and not lock properly. It is likely that over eleven years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition; however, this complaint is not likely a result of any design or manufacturing related deficiency. The device was manufactured in 09/2005 and is over eleven years old. The balance of the returned device is in otherwise fairly good condition without much superficial wear. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. The complaint condition for this device can be replicated. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.